Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the site was unable to track the biopsy needle during a case. They planned and placed the base. After lining up and locking down the navigus, they set entry again and locked trajectory in the software. When the needle was placed in the reducing tube, the software was not detecting it. They attempted to position the camera and wipe off the spheres, however it was never seen. They took the biopsy with the needle and the results come back positive. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.